Event description:
It was reported that the artificial urinary sphincter (aus) was explanted because it did not work any more. There were no malfunctions. The system just stopped working over time. A new aus device consisting of two 5.0cm cuffs, a 61-70 cm h2o balloon and a pump, was implanted. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.